Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed and the root cause appeared to be associated with a molding defect in the catheter adapter. One 24g insyte autoguard IV catheter was provided for investigation. A void in the molded adapter allowed fluid to leak during testing. The void appeared to be consistent with a molding defect. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description of events: while inserting a bd insyte catheter into a patient's arm, a medical electroradiography manipulator (merm) noticed that the non-return system was not working. The patient's blood flowed through the tip and into the yellow part of the bd catheter (the part circled on the photo in pj). We can clearly see a crack at this point (not shown in the photo, as we opened a second dm). No radiopharmaceutical drug was injected, as the merm was directly aware of this when the catheter was inserted. Conservation measures and actions taken: dm available for expert appraisal. Additional information received on 13-sep-2024 was there any impact on the patient (serious injury, medical intervention, need to change treatment)? No impact on the patient, apart from the need to change the catheter. Can you confirm if there was any blood leakage? Yes, there was a blood leakage at the crack on the catheter. I'll send you the description of the facts again if it helps you with your investigations. "Tuesday, (B)(6): while inserting a bd insyte catheter into a patient's arm, a medical electroradiography manipulator (merm) noticed that the non-return system was not working. The patient's blood flowed through the tip and into the yellow part of the bd catheter (the part circled on the photo in pj). We can clearly see a crack at this point (not shown in the photo, as we opened a second dm). No radiopharmaceutical drug was injected, as the merm was directly aware of this when the catheter was inserted. This isn't the first time we've reported a leakage on these dms. And it's the second time in a row that this has happened at this location. The potential risks are: failure of the diagnostic examination due to insufficient tracer injection, loss of time, external radioactive contamination of the patient or personnel, contamination of the surrounding environment, aes for the merm. In this case, the malfunction did not result in any relative overexposure of the merm during the injection. The merm had to repeat the procedure.